Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube coat (image guide pipe) was peeling off. Additional non-reportable malfunctions were found during evaluation were as follows: connecting tube had a dent, due to a pinhole on bending section cover (a-rubber), the water tightness was lost, due to a dent on the channel tube (ch-tube), the suction volume did not meet the standard value, due to breakage of the light guide (lg) bundle the illumination was uneven, adhesive on the a-rubber had a chip, due to damage on the ch-tube, the channel cleaning brush was unable to be insert smoothly, lg-bundle had breakage, adhesive around objective lens had corrosion, lg lens had discoloration, indication on light guide connector was unclear, angulation lever and the up/down (ud) plate had a scratch, venting connector under grip was shaved, grip, scope cover (s-cover), diopter ring, and the eyepiece all had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bending part was bent. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the coating of the image guide pipe was peeling off (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating on the insertion tube was peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect the issue: ¿instructions chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿. Olympus will continue to monitor field performance for this device.